Manufacturer narrative:
H3: one cadd administration set from part number 21-7321-24 and lot number 3823360 was received in used condition inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No damages were detected on the sample; however, the arch height pump tube looked low almost flat; also used sample was received without the blue clip. The sample was set for accuracy testing using a pump solis vip pump and a balance mettler toledo to look for unusual function during accuracy test. No discrepancies were detected, and the test successfully passed. The reported issue was unable to be confirmed since there was no fault found with the returned administration set.

Event description:
Additional information was received indicating that the pump was running, but it reported occlusion even though there were none. It was unknown if the error continued after the administration set was changed.

Event description:
Information was received that the cadd administration set reported faulty occlusion and influenced less fluid being delivered than the pump reported was delivered. It was also reported that there was no occlusion in the admin set. There was no adverse event reported.